Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the unit does not recognize the external battery. There was no patient involvement.